Event description:
It was reported that the caller experienced a malfunction alarm on the pump. The impact on the customer's blood glucose level was not determined, as the caller declined to provide this information. Tandem technical support provided information on how to reset the pump, but the customer was unable to perform the reset at the time of the call and was advised to call back if further assistance was needed.